Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(4) 2010, and two additional cardiovascular events in (B)(4) 2010 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two pts reported for the same pt involving two separate products; associated mdrs # 1225714-*2013-01345, 01346, 01347, 01348.